Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify the motor error alarm due to the blank display. However, the pump was received with a corroded motor home switch. Unable to perform the unexpected restart error or excessive no delivery tests due to the blank display. Unable to verify the unresponsive down button due to the blank display. No vibrating was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer attempted to rewind pump and insulin pump began to make a loud humming noise. When customer attempted to change battery, display screen faded. Customer also received an unexpected restart error alarm. During troubleshooting for blank display, battery connectors were cleaned and new battery was inserted and display screen did not return. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.